Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken assessed as unidentified (tear) opening. Shell thickness was within specification). ¿ use error : unable to observe since it is a medical event and is not related to the device. Additional observations: no further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Healthcare professional additionally reported "hole, non-specific" and "device implanted after expiry date." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Healthcare professional additionally reported "hole, non-specific" and "device implanted after expiry date." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported, right side rupture. Confirmed via MRI. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.